Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the failure mode of "pullout" as the sample was not returned for evaluation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported angio-seal pullout, the anchor was stuck in the sheath. The procedure performed for the patient prior to use of closure device was a retrograde puncture of the afc using a 5fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Everything felt normal and was looking normal. A pre-deployment angiogram was not performed, they stick with ultrasound. There were no issues with insertion, deployment, or withdrawal of the device, everything felt normal until pulling back. No resistance was felt and the whole device came out. The patient was stable and there was no harm. Hemostasis was achieved by manual compression.